Manufacturer narrative:
Per the user facility, the electronic patient gas system (epgs) could not initially calibrate but about a half hour later the epgs was able to pass calibration and operated normal. The field service representative (fsr) could not duplicate the reported complaint. The oxygen (o2) sensor was replaced, and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'service gas system' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) installed the oxygen sensor into a lab use only (luo) electronic patient gas system (epgs) and the sensor functioned as intended. The output voltage was as expected, the calibration was successful, and the epgs held steadily and accurately at various flow and fraction of inspired oxygen (fio2) setpoints. The o2 sensor operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.